Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from 2 different patient samples that were generated by the unicel dxi 800 access instrument. Patient a: the initial accu tni result was 19.55ng/ml and 0.15ng/ml upon repeat. The original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.17ng/ml was obtained. Patient b: the initial accu tni result was 0.11ng/ml. A 2nd sample was collected from the patient and tested for accu tni and a result of 0.19ng/ml was obtained. The 2nd sample was tested on a different instrument in the customer's lab and accu tni result was 2.27ng/ml. The customer collected a 3rd sample from the patient and tested for accu tni; the result was 0.48ng/ml. A 4th sample was collected and tested on the unicel dxi 800 access instrument and on a different instrument: acc tni results were 0.09ng/ml and 0.10ng/ml respectively. Per customer, the erroneous results were reported out of the lab and patient b was sent for cardiac evaluation. The customer did not receive any report of patient injury or death attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications. System check performed in 2007 passed. The customer placed a duckbill on a week later, at 8:00am. Patient a's sample was collected in a bd, plastic, lithium heparin tube with gel and centrifuged at 3,000 rpm for 9 minutes in a swinging bucket centrifuge at ambient temperature. Per customer, the specimen was inverted per manufacturer's recommendations, and it was clear full draw. Patient b's samples were collected in bd, plastic, red top tubes with gel and centrifuged at 3,000 rpm for 8 minutes in a swinging bucket centrifuge at ambient temperature. Per customer, the samples had particulate matter and needed to be re-spun. A field service engineer (fse) was dispatched to the customers lab on five days later: the fse replaced aspirate probes, cleaned wash carousel and aligned reagent probes. The fse performed system check which passed. The fse conducted diagnostic test which failed. The fse aligned aspirate and dispense probe plates and the repeated diagnostic test which passed. The fse conducted precision run and results were within specifications. Although hardware issues addressed by the fse may have contributed, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.